Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was not returned for eval, as it remains implanted. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that the dr had difficulty deploying the vena cava filter. The filter dome went upside down, but the dr was able to manipulate the filter and eventually it was deployed. No pt injury reported.